Event description:
It was reported that the left ventricular (lv) lead automatic threshold test was disabled due to threshold detected as greater than programmed. The presenting electrogram revealed loss of capture at 4.5v when the voltage was set at 2.5v. The patients thresholds were adjusted to improve capture and the patient was diuresed. The patient is now experiencing occasional diaphragmatic stimulation. This patient was admitted to the hospital due to the patient having symptoms and having congestive heart failure. At this time, this lv lead remains in service. No adverse patient effects were reported.